Event description:
Decontamination report and legal claim received. No reason for revision provided. Update rec'd (B)(4) 2014: sales rep reported revision surgery. Patient revised to address pain and pseudotumor. Dor incorrectly stated as (B)(4) /2014 and a follow-up request has been sent for clarification from the sales rep. Previously reported dor from legal claim and decontamination report being reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 06/03/2014 - legal claim was received, which identified doi information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/15/2014 - update received from sales rep. Dor updated. There is no new additional information that would affect the investigation. This complaint was updated on: 05/27/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 08/15/2014 - litigation papers received. Litigation alleges loosened acetabular cup, metallic debris, and elevated metal ions. There is no new additional information that would affect the investigation. The complaint was updated on: 09/02/2014.